Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva ID tractip 200 laser fiber was used in a ureteroscopy procedure performed on (B)(6) 2021, the laser unit used was a lumenis 100 watt laser console. During the procedure, when the nurse passed the fiber through the scope, it was broken about an inch from the tip. Before the break was realized the laser was initially fired. There were no fiber fragments that fell inside the patient. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event.